Event description:
It was reported that prior to surgery it was observed that the cutter device could not be attached to the short attachment device nor other attachments. It was further reported that the diamond ball in question could not be attached to the short attachment nor to other attachments. Another diamond ball was attached to the short attachment device and other attachment devices with no problem. During in-house engineering evaluation, it was determined that the device was damaged and there was a cut on the surface near the proximal of the cutter which kept it from going thru the attachment device. Photos showed that the device was hit by a foreign object. There were no delays in the surgical procedure. A spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was damaged and could not secure the attachment device. It was also noted that the device had a cut on the surface of the cutter near the proximal of the cutter which it kept from going thru the short attachment device. The device also failed pretests for visual assessment. The assignable root cause could not be confirmed. UDI: (B)(4).